Event description:
It was reported that the 8800 system shut down when the image was saved. System required reboot to function. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to readjust the power supply. Power supply readjusted to 5v. The system was tested and found to be working as intended and placed back into service.